Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The analyzer is being returned for service. No patient complications were reported as a result of this event. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The analyzer is being returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported during an upgrade procedure, pacing leads were disconnected and tested on the analyzer. Lead measurements were consistent with prior measurements through the pacemaker. The rv (right ventricular) lead remained connected to the analyzer in case back up pacing was needed. The fellow physician did a needle stick to achieve access for a new high voltage lead. Immediately after the stick, the r wave amplitude and the impedance on the chronic rv lead decreased substantially. The attending physician assumed the fellow had breached the integrity of the chronic lead. The new lead was placed and connected to the analyzer. R waves were low. The lead was repositioned and retested but the measurements were still low. New analyzer cables were tried but there was no change. A second lead was attempted but the measurements remained similar to the first lead. A new analyzer was tried with a different programmer and all measurements were acceptable.